Manufacturer narrative:
The patient was admitted for infection in (B)(6) 2020 (MFR#2916596-2021-04352), (B)(6) 2021 (MFR#2916596-2021-04354), and (B)(6) 2021 (MFR#2916596-2021-04213). The event date was estimated as the exact date of admission was not able to be provided. Manufacturer's investigation conclusion: the pump was exchanged on (B)(6) 2021 (MFR#2916596-2021-04213) and the new pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted for pseudomonas driveline infection. The patient was treated with ceftazidim/avibactam which did not resolve the event.